Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's left ventricular lead was not to able to capture in the chamber. The lead was deactivated on (B)(6) 2018. The patient was stable.